Event description:
In this event, the stapler failed during the procedure. The surgeon attempted to use 3 different staplers and the staplers did not fire. No injury to the patient because the equipment never fired. All 3 staplers were returned to the manufacture and all staplers with the same lot number were pulled from circulation. Ethicon endopath ets- flex 45 articulating endoscopic linear cutter; lot #u95409/ (B)(4). Manufacturer response for staple, implantable, endopath (per site reporter). They have not provided a response.